Event description:
It was reported that 2 bd precisionglide¿ needles leaked from the barrel when administering medication. The following information was provided by the initial reporter, translated from portuguese: "nursing reports that when administering the medication, there was leakage from the needle barrel. We've had two reports so far."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles leaked from the barrel when administering medication. The following information was provided by the initial reporter, translated from portuguese: "nursing reports that when administering the medication, there was leakage from the needle barrel. We've had two reports so far."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.